Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy when the surgeon was stapling across the pulmonary vessels, the staple fired but did not cut the tissue. An additional reload was used to complete the case. There was no patient harm.